Manufacturer narrative:
Replacement parts were sent to the customer. As of the date of this report the original device has not been retuned to medela. On 6/27/2016 the customer reported to a medela clinician that she had completed her round of antibiotics and that she was no longer experiencing the symptoms of mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 6/21/2016, the customer reported to a medela customer service representative that she was experiencing low suction with her freestyle breast pump, and that she had mastitis and that she was prescribed antibiotics by her physician to treat the mastitis.